Event description:
A problem was reported when a pump displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect the pump's o-ring and pneumatic tap area for any debris and to use an alcohol wipe or lint-free cloth to clean it. Despite following instructions, including ensuring the cartridge was correctly attached and attempting to load the new cartridge, the customer was unable to successfully complete the cartridge loading process. It was noted that the customer's insulin was cold, and they planned to call back once the insulin warmed to room temperature to retry the cartridge fill with support.